Event description:
Accula sars cov 2 test (lot#20081019). The customer reported that in the last week, they have had 5 positive tests out of approx. 20-30 tests run. In their first order batch, they ran 500 tests and had 1 positive test, consistent with their statewide positivity rates when comparing to rt-pcr work done at the large regional lab for their state. Out of the 5 positive patients, all were asymptomatic. Each test was performed by the same employee. The md is questioning the results, only because the disease frequency data in their area is lower. The customer provided the following: patient 1: (+) on accula, control line good. Test was repeated using the same sample and a new cartridge. Repeat test was (-). Patient 2: (+) accula, repeat (-). Ran on different day than patient 1. Patient 3: (+) accula, (-) by thermofisher rt pcr performed same day at an off site lab. Patient 4: (+) accula, (-) by thermofisher rt pcr performed on same day at an off site lab. Patient 5: (+) accula, patient was not retested. The employee who ran all 5 tests was tested. Their result was (-) on accula. The md says that the docks are in a minimal traffic environment in an unused treatment room. Qc was run and performed with acceptable results. When repeating the test from the same buffer vial, the vial was not inverted again to mix the sample prior to testing. The swabs provided in the kit are used for collection and all samples are run immediately. Samples are collected per protocol. Samples are not stored. All patients asymptomatic. Tests performed in the outside lab using thermofisher rt pcr were stored less than 12 hours per their approved protocols. It is unknown what the exact device or method is. No CT values were available. An additional patient that tested positive on the accula, tested negative at a local children's hospital (customer believes it was on the quidel lyra). The customer site is located in (B)(6). No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lot were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.